Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 rf head. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer would not interrogate devices. Loose rf (radio frequency) connector found on a printed circuit board assembly. Analysis also found the programmer powered up with a blank screen; display flex foundtorn. The system fan was found noisy. System errors found in the programmer error log.

Event description:
It was reported the programmer wand connection hub is probably not working. Unable to interrogate any device. The wand was changed but this did not resolve. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.